Event description:
Pta was performed with an angioguard and a precise stent, but after post-dilatation with the balloon catheter, the pt's blood flow became slow and the blood pressure was dropped to the value at 70mmhg/40mmhg during the procedure. Blood around the target lesion was suctioned by an aspiration catheter (eliminate, clinical supply) 3 times, and the blood flow returned to normal. However, after removal of the ag from the pt's body, paralysis on the pt's left side of the body was confirmed. The symptoms did not resolve. It was also confirmed that thrombus was in the filter basket after the blood was suctioned around the target lesion. Pta was performed on a lesion in the right common carotid to internal carotid with 80% stenosis. There were mild calcification and no vessel tortuosity. An angioguard distal protection device was delivered to the target site and the filter basket expanded fully with good wall apposition. Then the lesion was pre-dilated with a sterling balloon (boston scientific) at an unk inflation pressure with unk residual diameter stenosis. Then a precise stent (catalog number stent placement was successfully deployed at the target site. Post-dilatation was performed with an (amiia) at an unk inflation pressure with unk residual diameter stenosis. The devices were stored and handled according to the instructions for use (IFU) with nothing unusual noted before the procedure. The device was inspected and prepped also according to the IFU. Act was maintained greater than 300 while the angioguard was deployed. There was no tracking difficulty reported or any usual force used at any time. Further details of the procedure are not unavailable.

Manufacturer narrative:
Please note that this device is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported events that were submitted under the following manufacturing numbers 1016427-2009-00032 and 9610978-2009-00038.